Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: part of the plastic bag became disconnected from the device. To correct this condition, both pieces were retrieved.

Manufacturer narrative:
(B)(4).